Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient previously receiving morphine via an implanted pump. The indication for pump use was joint pain/arthritis and non-malignant pain. It was reported that the patient had not used the pump for the past 3 years as it had reached its end of life. Over the past 3 years, the sutures had ripped, and the pump was now moving.